Event description:
It was reported that the pacemaker system had some stored atrial tachycardia response (atr) episodes. Technical senices reviewed the available episodes, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to oversensing. The right ventricular lead exhibited intermittently oversensing. Additionally, at the same time, the non-boston scientific right atrial lead also exhibited oversensing, which was suspected to be caused by electromagnetic interference (emi). Programming and troubleshooting options were recommended. Currently, this pacemaker system remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).